Event description:
During a procedure of a protege everflex stent implantation, the atraumatic tip which is at the end of the deployment system was found on the guide wire. It remains on the guide instead of being in place on the system. It was necessary to change the introducer in order to be sure to pull out the guide without consequences for the patient. The stent was then correctly implanted at the right place. No injury to the patient reported.